Manufacturer narrative:
The waste canisters were empty and proservice did not show hydro leak. The customer stopped the instrument and was unable to note any leak.

Event description:
A customer contacted beckman coulter inc. (Bci) to report discovering a liquid under: unicel dxc 600 pro synchron chemistry analyzer, waste exit sump. No injury was reported.